Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 5. The supply bag reportedly fell off the table and disconnected. The technical service representative (tsr) assisted the home patient (hp) to cycle power the hc machine to clear the alarm. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with manual exchanges. The hp had discarded the sample. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the alarm due to the bag disconnecting, the hp stated that she did notice any defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she had discarded the supplies, and did not have the lot number. No patient injury or medical intervention was indicated at this time. No further information was provided.